Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon evaluation, the belt failed incoming functionality testing. Upon investigation, the lead 2 neg wire was broken from the t10 pad inside the distribution node (dn). The cause of the test failure was the damaged wire. The root cause of the damage was mechanical shock from physical impact. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.